Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 01/30/2026. An investigation was conducted on 02/03/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the btt. There were no visual defects observed on the intact btt. A 25 cc syringe, filled with air was attached to the inflation port line on the btt and squeezed the syringe to inject air. The btt was able to be inflated. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline with no issues. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000520322 - history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that the working port/co2 connection in the vasoview hemopro 2 device was occluded. As a result, co2 insufflation was not possible, and an additional device had to be opened to complete the procedure. No patient impact or procedural delays were reported.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.